Event description:
It was reported that the control-iq algorithm intermittently delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was ranging from 290-300 mg/dl, and the meter bg reading ranged from 43-46 mg/dl. A second cgm bg reading was in the 200 mg/dl range and the meter bg reading ranged from 43-46 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level was 43-46 mg/dl. Customer consumed carbohydrates to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.